Event description:
It was reported that this implantable pacemaker was no longer functioning. Technical services (ts) provided information. This device was explanted and replaced. No additional adverse patient effects were reported.